Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that at the implant procedure the left ventricular (lv) lead was successfully placed using two guidewires. When removing the guidewires one broke away and a part of the guidewire remained in the coronary sinus. It was unclear which guidewire had broke away. The physician was able to removed the piece of guidewire without issue. No adverse patient effects were reported.